Event description:
The device was connected to a pt using defibrillation electrodes for routine ECG monitoring. The pt was described as conscious and alert. The device allegedly displayed a continuous connect electrodes alarm. A backup lifepak 300 automatic advisory defibrillator was made available and used with the same electrodes. The pt was subsequently transported to the hosp. The pt's outcome was not known.